Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump¿s screen separated from the device, prompting arrangement of a replacement and guidance to shut down the device, while the patient experienced hyperglycemia with a documented blood glucose of 490 mg/dl and treated with subcutaneous insulin. Symptoms included hyperglycemia, excessive thirst, and dry mouth. Outcomes included an unexpected medical intervention with medication. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem and a device bonding failure associated with the display component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.